Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that therapy was decreasing by itself for the patient. Diagnostics indicated high impedances on the lead. Troubleshooting was unable to resolved the issue. As a result, patient underwent surgical intervention wherein the lead was explanted and replaced to address the issue. Effective therapy was restored post-operatively.